Manufacturer narrative:
UDI: (01) (B)(4), (21) (B)(4). The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the cutter could not be inserted into the device because bearings were damaged. It was further determined that the device failed pretest for cutter insertion. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the attachment device long burr bearing guard came apart. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.